Manufacturer narrative:
Case-(B)(4): the device was returned for evaluation and visually and functionally tested. The complaint was confirmed. The cable was wedged between the pulley and toggle components, preventing the end effector and clip from closing.

Event description:
A male patient was having a stand alone laa occlusion procedure. The surgeon attempted to place a pro245 clip on the laa when the device would not close and deploy. The device was taken out undeployed without incident or extension of the existing incision. The laa was then closed with a endoloop ligature from another manufacturer. The patient was off pump and the surgery was not prolonged. Patient care and outcome were not affected.